Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant devices: bone screw 76353200m airvance, 510k: k981677, lot# 0207641129, MFR date: 2013-10-24, use before 2015-10-24. (B)(4). The product has not been returned for analysis.

Event description:
It was reported that "the patient came to [dr. (B)(6)] with complaints. When dr. (B)(6) opened the area where scar tissue had formed, the prolene sutures were broken and it seemed the patient never was suspended from late in 2013. "Further information from the complainant includes: "the patient presented with a large 'golf ball' sized piece of scar tissue that he said his ent surgeon who did the implantation, said was just the 'risk one takes with any kind of surgery.' "At this point, dr. (B)(6) thinks it was more the procedure used and the surgeon not knowing how to properly 'tag' the sutures off to the sides as well as how to properly implant the mandibular screws because of their inadequate positioning. Dr. (B)(6) removed the scar tissue and found the hyoid 90 degrees vertically and broken sutures buried in scar tissue as well as the screws not even anchored way out of position. Dr. (B)(6) left the 3 screws in the patient (2 for hyoid and 1 for tongue suspension) and placed two new screws in the mandible (now 5 total), using the 2cm incision under the mandible so he could visualize the mandible and 'seat' the screws properly. The patient seems to be doing very well."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.